Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the biometric scanner did not allow fingerprint to read. A field service reseated cable connection and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had biometric scanner failure, preventing user from removing the required medication and causing delays. The customer stated that the scanner asking a witness during log in. There were no adverse events or injuries reported based on this event.